Event description:
The account alleged that the bed had no trendelenburg function. No patient impact.

Manufacturer narrative:
The account found the connection to the logic board was not fully seated. The account reconnected the connections on the logic board to resolve the issue.